Manufacturer narrative:
Investigation summary: microscopic investigation shows clearly that the locking thread is badly damaged. The treads ares plastically deformed what does not allow locking the screw heads in the plate as foreseen. Also the threads at the screw shafts are plastically deformed. Due to the deformation / damage, it was not possible to measure the dimension / shape of the locking threads. This led us come to the conclusion that the screws were not properly aligned during insertion, as result; the threads came into hard contact with the plate what finally caused the reported damage of the threads. No indication for product related issue was found. Therefore we classify this as handling error while insertion. A manufacturing issue can be excluded. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrs (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Returned to manufacturer subject device has been received and is currently in the evaluation process. DHR review for sterile device was completed. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 29.nov.2016 expiry date: 01.nov.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.211.014 / h182948 was manufactured in us. DHR for non-sterile device was also completed. Manufacturing location: (B)(4). Manufacturing date: 12-sep-2016. Part no: 04.210.014, lot no: h182948 (non-sterile) - 2.7mm ti va locking screw slf-tpng with t8 stardrive recess 14mm. Quantity 239. Components reviewed: raw material part 04.211.014.999, 2.8mm ti screw blank 14mm. Bp55, lot h169266 meet specification. Lot was released to bp%% on 11-aug-2016. Inspection sheet for mill shaft threads/head thread/flute final inspection (B)(4) meets inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported device was used in the surgery for the distal humeral fracture on (B)(6) 2017. After the posterolateral plate was placed, the distal locking screws were inserted. The surgeon drilled holes to the bone in the fixed mode. When the first locking screw was inserted as instructed, the screw kept on spinning around without being locked. Since the surgeon was uncertain that this issue was caused by either a screw failure or a plate failure, the surgeon next tried another (second) screw; however, the same issue occurred. The surgeon continued the surgery without making fixation to the involved hole. The plate fixation with the screw in other holes was completed without any problem, and the surgery was completed successfully. The surgery was extended for 10 minutes. No adverse consequence to the patient was reported. This report is for one (1) 2.7mm va locking screw. This is report 1 of 2 for (B)(4).